Manufacturer narrative:
The pump had unresponsive buttons due to an unlocked lcd keypad connector. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the unexpected restart alarm due to the unresponsive buttons. No unexpected blank display anomalies were noted. No damage on the lcd isolation tape. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received three unexpected restart alarm and failed battery test alarm was not able to clear alarms. Customer's blood glucose was 200 mg/dl. Insulin pump would be replaced.